Manufacturer narrative:
Additional information was received on 20 june 2024 that three (3) screws were also removed and were being returned to acumed. The reported plate and three (3) screws were returned for evaluation. All three screws were in good condition but did show signs of usage. Some anodization was missing, and there was damage to the driver recess. The returned plate was broken into 2 pieces as received with part of the plate completely fractured off at the plate zone that compresses. Per the reported event, the plate breaking and damage to screws was during the removal/ explant process. It is unclear how the plate contributed to secondary fracture experienced by the patient. Therefore, no definitive conclusion could be made.

Event description:
It was reported the patient returned to the surgeon with pain and a clicking movement and pain within the area of the rib. The surgeon performed x-rays and saw the rib had broken next to the most distal part of the plate. It was also reported the plate incidentally broke during the removal surgery. No other adverse patient consequences were reported. Additional information was received stating the surgeon stated nothing specifically happened to result in the fracture, just that the patient started experiencing pain. It was also reported the surgeon resected the part of the rib that had fractured and left it to heal as the other ribs had been plated, and the surgeon felt there was enough stability. Per information received, the patient is doing well.